Event description:
User experienced discrepant total psa results for one pt sample. The initial result gave 1.99 ug/l. The same sample repeated in 2008 gave a <test range result. A new sample drawn the same day also gave a <test range result. Based on previous results, the pt's doctor questioned the initial result and requested the reruns prior to beginning radiotherapy treatment. No adverse events were reported in association with the incorrect results. If additional info is received, appropriate notification will be provided.